Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a sensor error message and a high blood glucose scan while wearing 2 adc devices. Per the submitted report, on (B)(6) 2022: " I went to sleep and during the night check my blood glucose and it said check in ten minutes or something like that. I feel asleep and checked again a few hours later and same message. In the morning same message so I replaced it with new sensor. My bg was over 400.' No further information was provided. There was no third-party treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 adc devices, both with unknown serial numbers. This report covers all 2 sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.